Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the device started to run on its own while laying on the table during a surgical procedure. There were no adverse consequences reported and the procedure was successfully completed with a back-up device.